Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, preceding/simultaneous bone augmentation, bone resorption, inflammation (2024_2039 and 2024_2040 are same patient)